Event description:
The pt underwent a hysteroscopic excision of an intracavitary myoma in early 11/2002. The pt was on oral contraceptives with irregular bleeding. Sonohysterography revealed an intracavitary myoma. The pt was a nulligravida and the physician was unable to insert a resectoscope. The physician used a traditional operative hysteroscope with a spring tip electrode. Throughout the procedure transabdominal ultrasound was performed. The myoma was cut free and removed with forceps and the base was vaporized. A d&c was also performed. Pathology revealed myoma and adenomyosis. Several hours later the pt complained of abdominal pain. They were seen in the emergency room and discharged. The following day they were seen by the physician, who admitted them to the hospital. An exploratory laparotomy was performed and a 1 cm, clean laceration with no thermal effect was noted in the bowel. This was over sewn by a general surgeon. A small perforation was noted in the left fundal area of the uterus. The pt has recovered.